Event description:
Customer reported that on (B)(6) 2012, a (B)(6) male pt was inside the canopy got out of the enclosure while the canopy was closed and fell. The pt landed onto his feet and was unharmed. After the incident the customer found that the teeth do not connect with the zipper is closed. The canopy has been removed from the room and put out of use.

Manufacturer narrative:
Results - eval of the returned product found that on the front side window both zipper slider bodies are open. Panel side b lower left and right legs have broken elastic. Note: instructions for use has statement: check the zippers: inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. Never leave the pt¿s bedside until all access panel zippers are securely closed. Remove the pt from the bed if a zipper is damaged or a panel will not close securely. Note: the company rep had advised this facility a year ago to switch over to a newer model of bed and the facility did not take those recommendations. (B)(4).